Event description:
On (B)(6) 2013, the patient¿s grandmother/reporter contacted animas on behalf of the patient to report an issue with the bolus settings and the rf communication. The reporter was not available for more information and troubleshooting. The issue was not resolved with training. There was no product misuse. This complaint is being reported due to the unresolved bolus setting and rf communication issue. There is no indication that the product issue caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump boots to the verify screen with audible and vibratory features. The pump was exercised for 24hr duration period with a 1.0u/hr basal rate; no errors occurred during testing. The pump was returned with the ¿advanced bolus enable¿ feature set to off. The ¿advanced bolus enable¿ was turned on to complete testing. When advanced bolus feature was turned on an audio bolus was able to be performed with no issues. A normal bolus, ezcarb bolus, ezbg bolus and combo bolus were performed successfully with no issues. Unable to duplicate the complaint. The audio bolus button cover is torn; button is fully responsive to user presses. There is evidence of moisture in the display lens. Leak test showed a bolus button leak. Removed pump cover; internal moisture observed in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.